Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that post implant the patient had stimulation on their right side instead of their left side. It was noted the patient had to go back into surgery two days later on (B)(6) 2013 to correct it. It was further noted that after surgery the patient¿s bowels were being stimulated and that caused the patient to have bowel problems. The reporter stated that one day later on (B)(6) 2013, they had a second revision surgery. Additional information was requested, but was not available as of the date of this report.